Event description:
On 5th november 2025, rayner received notification from its representatives in australia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens was observed to be scratched necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a scratch was observed on the lens. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. The injector was disassembled. The injector parts were inspected under 10x magnification. No damage was observed to any part of the injector. The lens was returned dehydrated stuck on outside of injector chamber. Due to the damage of the lens the verbatim report of scratched iol cannot be confirmed. To facilitate further testing of the injector, the injector was re-assembled using rayone aspheric rao600c from rayner stock and was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design. Our review of production records for the rayone emv rao200e batch 044240406 showed that all manufactuing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044240406.